Manufacturer narrative:
The device subject of this complaint was not returned to steris endoscopy for evaluation. The instructions for use include the following statements: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." The device history record was reviewed and confirmed the device was manufactured to specification. A steris endoscopy account manager offered in-service training on the proper use and operation of the padlock clip; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the padlock clip defect closure system did not deploy. Facility personnel utilized an additional padlock clip to complete the procedure resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Upon receipt of user facility medwatch report #mw5109628 on 5/31/2022, we reviewed our records and confirmed the event described in the user facility medwatch is the same event which was reported in MDR 1528319-2022-00020. No additional issues have been reported.